Manufacturer narrative:
The investigation is in progress. The phaco tip has not been received for evaluation at this time. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. However, it is noted that the complainant stated the phaco tip was used nine times. Potentially the re-use could be the root cause because all phaco tips are single use product. The root cause will be reassessed upon completing the investigation. (B)(4).

Event description:
A customer reported that a phaco tip broke during surgery. The customer is not sure if the tip was left in the patient's eye. The procedure was completed with no patient harm. It was noted that the tip had been reused in nine procedures prior to this one. Additional information has been requested.